Event description:
The customer reported that during training, the autopulse platform (sn 37354) displayed user advisories (ua) 45 (not at "home" position after power-on/restart) and ua 02 (compression tracking error). Also, the autopulse platform intermittently displayed ua07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn 37354) displaying user advisories (ua) 45 (not at "home" position after power-on/restart), ua02 (compression tracking error), and intermittent ua07 (discrepancy between load 1 and load 2 too large) advisory messages was confirmed in the archive data but was not confirmed during functional testing. Visual inspection of the returned autopulse platform showed no physical damage. The archive data review showed instances where the autopulse platform had displayed ua45, ua02, and ua07 advisory messages around the reported event date, confirming the customer's reported complaint. User advisory is normally a clearable error message, designed into the platform to alert the operator that autopulse has detected one of several conditions. Per ap battery hangtag - advisory codes description and action, advisory #2 indicates that the autopulse® has detected a change in life-band® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. To clear this advisory: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per ap battery hangtag - advisory codes description and action, advisory #7 indicates that the patient (or manikin) is out of position and not properly centered. To clear this advisory: pull up completely on the lifeband, ensure that the patient (or manikin) and the band are properly aligned, and press restart. Note: utilizing the shoulder restraints may help prevent patient/manikin alignment changes. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear this advisory: pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform passed initial functional testing without any fault or error. The autopulse platform was tested multiple times, and the reported user advisories could not be replicated. The autopulse platform delivered compressions using a medium zoll test fixture (mztf) with a known-good test battery until discharged without any fault or error. Unrelated to the reported complaint, further inspection found that the encoder driveshaft would get stuck intermittently. This is attributed to a sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. Deburring the clutch plate will be performed to resolve the stuck driveshaft issue. Upon service completion, the platform will be subjected to final functional testing to ensure the device will pass all testing criteria.